Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, low amplitude r-waves were observed and the physician had to reprogram the device for optimal sensing. The patient was then induced into ventricular fibrillation (vf) for system testing, and a shock was appropriately delivered, however it failed to convert the vf. An external shock immediately terminated the episode, but the patient ended up coding on the table and needed to be resuscitated with cardiopulmonary resuscitation. Afterwards, issues were noted with interrogating the device and a message came up indicating there was data corruption error. No further testing was performed and the patient will continue to be monitored for the time being. The device remains implanted and in service. No adverse patient effects relating to the operation of the device were noted.